Manufacturer narrative:
(B)(4) is being used to capture the additional intervention performed.

Event description:
It was reported that this pacemaker could not be interrogated. It was suspected that the device had reached explant indicator, but this could not be confirmed. The device was subsequently explanted and replaced with a competitor's device. No additional adverse patient effects were reported.